Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that after lasik and photo refractive keratectomy (prk) surgeries, overcorrections occurred. In some patients, hyperopia was detected after myopia correction. Patients data and impact are unknown. Clinical applications specialist (cas) does not know how many patients were affected. The doctor is on vacation for the next few weeks and will be contacted then.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Log file review shows all laser system functions were within specifications for the treatment days. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4)